Event description:
The account stated that the axsym toxoplasmosis igm reagent has generated a false positive result on a pregnant patient sample. The initial result was 3.1 iu/ml. A second sample was drawn from the patient and the igg result was again positive at 2.3 iu/ml. The sample was sent to another lab and the result was borderline. The qc was within range. The elevated igm results could not be confirmed. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox dilatation catheter noted that there was no blood visible. There was dried contrast in the balloon. The balloon was loosely folded. There was a longitudinal rupture in the entire length of the balloon. The fracture faces were wavy. There were no scratches or damage noted to the balloon. There were chatter marks on the distal shaft 6.6 cm proximal to the balloon seal extending proximally for a length of 11 cm. There was no other damage noted to the catheter. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Reportedly, the target lesion was moderately calcified and stenosed and the balloon was inflated to 18atm several times, which likely weakened the balloon material such that the balloon ruptured. The wavy fracture faces suggest that the material may have interacted with the lesion/anatomy such that the balloon material weakened and failed after multiple inflations. No damage or leaks were noted during preparation for use, which suggests that the noted balloon damage occurred during the procedure. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. The reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All fox sv balloon dilatation catheters are 100% visually inspected for damage and inflated to rated burst pressure to verify product quality on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
It was reported that the lesion was moderately calcified and restenosed, located in a graft. The fox balloon was used to dilate the lesion and was inflated four times. Each dilatation was at 18 atmospheres for 120 seconds. On the fifth inflation, the balloon ruptured. The procedure was completed. There were no reported pt effects. No additional information was provided.